Manufacturer narrative:
(B)(4). Additional information was received on 6/6/2018 concerning pump explant.

Event description:
It was reported that the patient had an allergic reaction to the morphine in the pump. When reprogramming a concentration dose of saline, error codes 100 & 115 were received on the patient's pump. The error codes were unable to be cleared. The pump was subsequently explanted and replaced.

Manufacturer narrative:
Internal complaint number: (B)(4). The root cause of the error messages is undetermined. This issue is being further investigated.